Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 07/30/2015 with the following findings: the battery cap coin slot was damaged.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue. It was reported: no damage or moisture was observed to the battery compartment; the battery cap¿s metal contacts were damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.